Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
The ventilator's logs that were received for a complaint contained low o2 alarms. There was no patient harm. (B)(4).

Manufacturer narrative:
The ventilator was investigated on site and the o2 gas module, the air gas module, the expiratory cassette, the control printed circuit board (pcb) and the monitoring pcb were replaced. The o2 gas module, the air gas module, the expiratory cassette and the control pcb were returned for investigation. The control pcb and expiratory cassette were replaced during first visit, where after the problem reoccurred. Therefore the conclusion is that these parts are faultless the o2 gas module and the air gas modules regulate the inspiratory gas flow to the patient. The expiratory cassette is measuring the expiratory flow and the control pcb is regulating the breathing patterns for different ventilation modes. The reported alarm for low o2-concentration was not reproduced during test of the returned o2 gas module, air gas module, expiratory cassette and control pcb in a reference ventilator. No alarms were generated during ventilation, nor any deviation during tests in the production test system. The device logs are confirming the reported event. The reported problem could not be reproduced, therefore the cause could not be determined in this investigation. Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
(B)(4)